Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported that the patient had undergone a thr surgery in (B)(6) 2024 and within 1 year patient had to come back to the surgeon on account of complaint of severe pain. Upon x-ray examination it was found that the liner has been dislocated. Liner dissociation is a problem with pinnacle cup. This is a serious problem causing catastrophic poly wear, metallosis and instability. Revision surgery within one year.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- patient had undergone a thr surgery in (B)(6) 2024 and within 1 year patient had to come back to the surgeon on account of complaint of severe pain. Upon x-ray examination it was found that the liner has been dislocated. Liner dissociation is a problem with pinnacle cup. This is a serious problem causing catastrophic poly wear, metallosis and instability. Redo surgery within one year, that is supposed to last 20 to 25 years, is not acceptable at any cost. Please don¿t charge for this patient. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. The x-ray investigation revealed that a disassociation occurred between the acetabular liner and the cup. The femoral head appears to be not centrally loaded since it can be observed that it is having a direct contact with the cup. Additionally the acetabular cup is severely worn due to the femoral head being in contact with cup causing the cup to be perforated. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed. The overall complaint was confirmed as the observed condition of the cup would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed.